Manufacturer narrative:
Based on the available information, this event is deemed a serious injury since it may have caused or contributed to the area of "necrotic/sloughy tissue" as reported. A follow up medical investigation found that on (B)(6), the pt underwent a laparotomy and formation of colostomy. The pt also has suspected ca bowel and was transferred to general itu post operation. Based on the clinical information received, it is unk if the event was caused by the pressure of the fms device. It is likely that this event is an outcome of the pt's critically ill state and was the result of an ischemic necrotic infection. No additional information has been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
The pt had been admitted with posterior fossa hematome and developed endocranitis and sepsis. She was placed on multiple antibiotics and enteral feeding which caused liquid diarrhoea; the flexiseal was then inserted on (B)(6) 2013. Due to past multiple rectal fistula and poor rectal tone, the balloon was inflated to the full capacity (45mls). On (B)(6), an area of nectrotic/sloughy tissue was noted on the left lateral area, just inside the rectum (visible due to the poor rectal tone). The tube remained in the pt due to concerns of sepsis and was removed (B)(6). The pt has suspected ca vowel (cancer).